Event description:
When the spider device was going to be retrieved, the device got caught in the stent placed in the svg. Multiple attempts were made to retrieve the device, but the wire broke so physician placed another stent distal to the first and crushed spider against the vessel wall.